Event description:
It was reported that the patient programmer would not change to different programs since the patient was at hcp (healthcare provider) office in (B)(6) 2014 or (B)(6) 2015. The patient thought hcp added programs but they may not have saved. The patient did not have any problems until the last month. The patient was having return of symptoms for the last month, like leaking and when she roll over her stomach and leak before getting to the bathroom. The patient had been trying to change program but unable to change programs. The patient did not see programs on patient programmer screen like she did with prior patient programmer. The patient synced with patient programmer while on the phone with patient services and setting was 1.5v with implantable neurostimulator (ins) on icon. Patient services reviewed the patient programmer seemed to have the basic program only. Patient services confirmed the patient did not have fall or trauma. The patient was having "stinging" on the incision area that started in the last month. The patient turns stim off to help with stinging sensation. Since the patient had implant (B)(6) 2014, a nerve was bruised and since then she could not feel her right leg. Right leg was asleep, leg dragged. The patient had been going to physical therapy twice a week for her leg, since november 2014 surgery. The patient could feel stim all the way down the right / left leg and big toe since (B)(6) 2014 implant. The patient walked to surgery (B)(6) 2014 and came out of surgery using a walker. The patient did not want any more surgeries because her back looked like a "big tic tac board" . The patient had 3 incision on the left side and holes, and left side where ins was implanted. The patient had 5 surgeries since having first implant and does not want to have more surgeries. See also manufacturer's report # 3004209178-2013-06619 and 3004209178-2014-17376. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the healthcare provider noted that there was a 50% or greater symptom reduction. Regarding troubleshooting it was noted: confirmed patient had programmer on patient controller. The event cause was not determined; it was not device related. It was noted: issues reported here are unclear.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ldq0, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).